Event description:
It was reported that during follow-up, low, out of range, high voltage lead impedance was observed. Lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.